Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, this lead displayed pace impedances greater than 2000 ohms. The lead was repositioned without resolution. Pacing thresholds and sensing were within appropriate ranges, therefore, the physician elected to implant the lead. The lead remains in service. There were no adverse patient effects reported.